Event description:
Boston scientific received information that the patient with this device and atrial lead, implanted the previous day, passed away due to pulmonary edema. The physician reported an uneventful implant procedure; however, it was noted the atrial lead required several attempts to attain favorable sensing and capture. The procedure was completed with satisfactory parameters, with post operative checks the following morning requiring only a small sensitivity adjustment due to small p-waves. It was then reported the patient was in the ICU with high co2 levels and fluid retention. The bsc representative was later notified that day, the patient expired from a pulmonary edema. No allegations against device function as a causitive factor and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.